Event description:
The humidifier was in use on a mechanical ventilator. The heater power indicator light was not activating with the power switch in the on position. This occurs if the transfer chamber is not seated properly on the humidifier body. While attempting to verify proper seating of the transfer chamber, a major short circuit occurred, sending a spark six to eight inches from the power cord, creating a potential for fire. No injury resulted but a less agile staff member could have been burned. The hosp investigation found that there appears to be a design flaw in the product.